Event description:
It was reported that, scrub nurse was impacting the proximal and distal stem pieces. On the second blow, (light to moderate) the I instruments version "key" split. We impacted the construct with the other impactor and inserted the stem without incident.

Manufacturer narrative:
Method: review of device history and complaint history. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the reported lot. When completed, the eval summary will be submitted in a supplemental report.